Manufacturer narrative:
G4: 23oct2019; b4: 24oct2019. The customer stated the flow sensor was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was not passing air delivery/flow accuracy test. There was no patient involvement.

Manufacturer narrative:
G4: 23may2020. B4: 27may2020. A gas delivery system (gds) was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to air flow sensor caused by a component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
It was reported that the ventilator was not passing air delivery/flow accuracy test. There was no patient involvement.